Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve did not pass patency intra-operatively and was replaced with another one. There was no patient associated with the event.

Manufacturer narrative:
The returned valve was patent. Therefore, the complaint could not be duplicated by laboratory personnel. The valve met the requirements for valve flux, siphon, reflux and leak testing. However, the valve did not meet the requirements for preimplantation and pressure-flow testing. Proteinaceous debris was observed on the interior of the valve. It is not known how or when this proteinaceous debris entered the valve. The instructions for use (IFU) cautions that, ¿introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion¿¿ there was damage observed on the inlet connector of the valve. It is unknown how or when this damage occurred. The IFU cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.